Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the keypad cover was peeling from the base under the ok button. Testing confirmed that all of the keypad buttons responded normally. The keypad cover was removed to check the condition of the key contacts and contamination was visible under all of the key contacts. Unrelated to the keypad button issue, the display screen was dim, pink and had fading lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a button/keypad issue. The reporter stated that up and down keypad buttons had been responding intermittently for about 4 months. The reporter stated that the keypad was peeling and that the button issue had occurred first. The reporter denied any trauma or evidence of moisture or corrosion to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.